Event description:
Report received of an overdelivery. The primary line of the pump was programmed to deliver normal saline at an unspecified rate with an unspecified volume to be infused (vtbi). The secondary line was programmed to deliver an unspecified concentration of 5fu at a rate of 50ml/hr with a vtbi of 1000ml and delivery was started. Approximately seventeen hours later, device sounded an unspecified audible alarm. When responding to the alarm condition, the nurse noted that the bag of 5fu was empty and normal saline was infusing. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required.